Event description:
Related manufacturer reference number: 2017865-2021-37954. It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, it was observed that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noise. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was stable.